Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a vibrate anomaly, keypad anomaly and button was not functioning. Customer had a low blood glucose level of 65 mg/dl and he treated with food. Customer¿s current blood glucose was 83 mg/dl. Customer stated that when he insert new battery then he got loud alarm and keys was not responding. Troubleshooting did not resolve the issue. Customer was advised to back up plan as per health care professional¿s instructions. The insulin pump will not be returned for analysis.